Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1731701) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a mynxgrip vascular closure device (vcd) failed to deploy due to its defective. Physician applied manual pressure for 15-20 minutes on the site to avoid hematoma or bleeding. There was no reported patient injury. The product will not be return for analysis.

Manufacturer narrative:
As reported, a mynxgrip vascular closure device (vcd) failed to deploy due to its defective. Physician applied manual pressure for 15-20 minutes on the site to avoid hematoma or bleeding. There was no reported patient injury. The product was not returned for analysis. A device history record (DHR) review of lot f1731701 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant failure to deploy¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to deploy could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the instructions for use IFU), which is not intended as a mitigation, ¿detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.